Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician powered on the device again to continue treating the patient complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. During the evaluation damage was observed to the auxiliary connector, but we are unable to firmly establish this as cause. The device's auxiliary connector was replaced as a precaution. The device was recertified and returned to the customer. Review of the log for the last power off event indicates that the device was powered off through a power pull - this means auxiliary was removed during the event. No trend is associated with reports of this type.